Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/18/2023, it was reported by a sales representative via phone that an ar-3638ds disposable kit became stuck when drilling. This occurred during an mpfl reconstruction on (B)(6) 2023. The case was completed using another kit.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error when drilling in very hard bone. The bone quality of the patient was not provided. Per dfu-0054-eo revision 5, e. Warnings 9. Suturetak and fibertak suture anchors only: drilling in very hard bone may require cycling the drill while maintaining consistent alignment of the drill guide. Increased size, hard bone drills are also available for use.